Event description:
Reference MDR report number: 1644487-2008-02283. The patient's generator was returned for analysis, explanted for end of battery life. The reported condition of the end of service (eos) was duplicated in the product analysis. The pulse generator would not interrogate, therefore was opened. The measured battery voltage of 0.142v is below the 2.2v low battery operation level specified for the pulse generator per specification, which indicates that the pulse generator had reached the end of service. The supply current 1ma 126.792ua (limits are 25ua - 80ua). Did not meet specification. These measurements demonstrate an increased current consumption for the device, resulting in a premature end of life condition. With the capacitor substitution for c6, the module meets post-burn electrical test specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6.